Manufacturer narrative:
This is a combination product the suspect device has not been returned to olympus for evaluation. The investigation is in process. The manufacturer for this device was olympus biotech corporation, manufacturer number 12251213. However, this device is no longer marketed and olympus biotech corporation has ceased all operations. A withdrawal request for the humanitarian device exemption was made in 2014 and FDA acknowledgment receipt was confirmed in a letter dated 2014. Olympus biotech corporation was under olympus corporation of the americas (oca), hence the information reflected in report is that of oca's. A supplemental report will be submitted upon completion of the investigation.

Event description:
A non-olympus regulatory specialist reported to olympus that a patient complained of adverse effects after implanted with a construct reportedly containing a mixture of the osteogenic protein 1 putty (formerly olympus device) and "10 cc" strips of a non-olympus bone void filler and bone marrow aspirate. The brand of implants used for the patient's fusion was unknown. In 2011, the patient twisted their back at work, resulting to back pain. An emergency l4-l5/si fusion procedure was done utilizing the aforementioned construct mixture. The patient experienced pain and subsequently had imaging and revision in 2016. The patient also reportedly developed a lump under the surgical site. In 2021, the patient reported walking with a limp due to the left leg, as well as numbness and tingling in the fingers. In 2022, the patient was reportedly examined by a physician and was advised that there "was nothing wrong." The patient requested computerized tomography (CT) scans out of concern for cancer. Imaging reports showed "lumbar lordosis, bone spurs and artifact in renal area", which was where the screws were located. In 2023, the patient was evaluated by yet another physician and was advised that the patient had "exuberant bone growth," which had grown into the patient's back muscles per the scans done. The patient has not provided any further information at this time.